Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports skin irritation where the mask customers mask sits. Customer visited his md and was prescribed a cream for the irritation.